Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the multiclix lancets caused her fingers to become purple and the doctor gave her antibiotic ointment to treat them. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.